Manufacturer narrative:
Internal complaint reference: (B)(4). Doi: https://doi.org/10.1007/s00402-022-04351-2.

Event description:
On the literature review "early outcomes of a novel bicruciate-retaining knee system: a 2-year minimum retrospective cohort study", it was reported that two (2) patients experienced worsening pain after undergoing a bicruciate retaining (bcr) total knee arthroplasty (tka) procedure using a journey ii xr system. Patients resulted in readmission within the first 90-days. However, it is unknown if/how these events were treated. Patients' outcome if unknown. No further information is available.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per complaint details, the retrospective study identified that 2 patients experienced worsening pain after undergoing a bcr tka and required hospital readmission within 90 days of the tka procedure. As of the date of this medical investigation, the requested clinical documentation has not been provided; therefore, any interventions provided for the reported events remain unknown. Analysis of the imaging was provided by the articles author(s) so further analysis of the images is not required. Stiffness is a known possible post-surgical occurrence, and a component malperformance cannot be concluded based on the provided documentation. Without the requested patient specific medical documentation, further clinical factors which could have contributed to the reported events could not be definitively concluded. The patients outcomes beyond that which was reported could not be confirmed nor concluded; therefore, no further medical assessment can be rendered at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors that could contribute to the reported event include traumatic injury, joint tightness, patient condition or postoperative care. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.